Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(4). This complaint is associated with related event tw # (B)(4) opened on 27th of september 2019. This complaint will remain open until the investigation associated with event tw #1283671 is complete. A photograph was received against type 2 complaint (B)(4) associated with lot number 8c04334. There is a visible that the outer paper material is soiled. Batch record review was conducted resulting in following: uno drain fix s (25/200) ster int in question was manufactured under sap material ID (B)(4) and manufacturing lots # 8c04334, # 7m00604, # 8m01451. 1. The securement were produced, visually checked under subassembly lots 8c00043, 8a04569, 8a06746 on machine c080 and then packed in peelpacks (pouch) under lot 8c04334 march 2018 on center c2 on machine p013, with total lot amount 50 419 pce. 2. The securement were produced, visually checked under subassembly lot 7l02541 on machine c080 and then packed in peelpacks (pouch) under lot 7m00604 in december 2017 on center c2 on machine p013, with total lot amount 43 000 pce. 3. The securement was produced, visually checked under subassembly lots 8l03818, 8l05334 and 8l01807on machine c080 and then packed in peelpacks (pouch) under lot 8m01451 on december 2018 on center c2 on machine p013, with total lot amount 57 877pcs. Lot # 8c04334 was sterilized under lot uk33s12089025-1-1, lot # 7m00604 was sterilized under lot uk33s12033750-2-1, lot # 8m01451 was sterilized under lot uk33s12215638-3-1and released based on the review of results of sterilization provided by sterilization company steris. All the results were within specification and products were released in compliance with (B)(4). The production process, in-process control, testing result, packaging of products run according to the process instruction pi41-017 for subassembly process drainfix. Visual inspection of securement products acc. To tm-296sk was performed by quality assistant on beginning of order, on beginning of every shift and after every hour. Packaging was done on p013 according to the process instruction pi41-013 ver. 3 for packing of sterile securements products. During packing process following tests are performed: burst test to evaluate strength of the weld, water leakage test for detection of holes in primary pack, peel test to check correct opening of the seal and 100% visual inspection for detection of any defects on packing. Based on the available record, all tests were performed, and all results were within specification. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lots. No another complaint of this nature on affected lot has been registered in tw8.7. 07th of november 2019, pasurad: during investigation ir-19-025-mic (version 1.0) were identified three root causes. Rc1 - there is no barrier between paper and product. Rc2 - paper is not designed to be durable against pollution/contamination from the product. Rc3 - products are placed in not suitable way into peelpacks. Investigation was reviewed and approved on crb c5/qa - mic held on 30/oct/2019. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4), manufacturing site: (B)(4).

Manufacturer narrative:
Device 25 of 25. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the "outer paper of the material" (the product package) is soiled with an "oil like substance", which causes the paper to become "transparent". "The soiling was apparent on a majority of the individual drain fixes". A photograph depicting the reported complaint issue was submitted by the complainant. The product was not used on a patient, no harm reported.